Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy on (B)(6) 2010 due to stress urinary incontinence. Following insertion, the patient experienced pain, infection, urinary/bowel problems, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingectomy, anterior/posterior repair with vaginal enterocele repair, laparoscopic uterosacral ligament suspension and vaginal biopsy; due to rectocele and cystocele. It was reported that following insertion the patient experienced vaginal scarring and burning urination. It was reported that the patient underwent mesh revision on (B)(6) 2013, along with uterolysis due to infection, bleeding, sui, retention and pain. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy, anterior and posterior repair with vaginal enterocele repair, cystoscopy, and vaginal biopsy, due to rectocele, cystocele, and apical vault prolpase with enterocele and 0.5 centimeter lesion of the vaginal vault at the apex.